Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was treated for peritonitis. Ten days after the onset of peritonitis, the patient was hospitalized due to another indication. Two days after hospital admission, the patient died in the hospital. The cause of death was septic shock. It was not reported if an autopsy was performed. The patient had not fully recovered from peritonitis at the time of death. Pd therapy was ongoing prior to or at the time of death. No additional information is available.